Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-af02-r, serial/lot #: (B)(6), UDI#: (B)(4). H3: pli10: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Pli 20: product analysis: evaluation could not reproduce the reported malfunction of loss of power and overheating as the device was tested and temperature was within specification at 87°f. However, it was noted that device failed hi-pot test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, mr8- af02 that the tool stopped spinning. The scrub tech tried to troubleshoot and the drill would still not work. Another midas rex drill was used that also failed, overheating and had a handpiece stall error. It was reported that the patient suffered with epilepticus for 24 to 48 hours and reported that they are recovering well at this point. On follow-up it was reported that there was 35 mins delay in procedure, patient had seizures post operatively, currently improvised and has subtle speech difficulty. The procedure was completed with backup product(s).